Event description:
This event was originally reported in 08/02. A medtronic's rep called in and reported the customer had been hospitalized for low bgs, however, the family did not believe the device was a factor. Later, the admitting doctor called back and indicated the customer had been in a coma for the last two days and wanted to know what could have caused this incident. Since the batteries had been removed, co was unable to conduct any troubleshooting, but the histories were reviewed. There were several alarms noted in the history but they only indicated problems with the unit's remote control. It was also noted that the customer had done a manual prime right before bedtime and it is probable that pt was not disconnected form the device. In 2004, the customer's family member called in and indicated this event was caused by the pump.